Event description:
Hakim valve with an anti-siphon device had been implanted on the pt. However, as the pt suffered from overdrainage at the setting of 80, they were extracted and spva and sx-200 were implanted on (B)(6). The initial setting was 70 but the drainage was not enough. It was then changed to 30 but the pt was still suffering from hypodrainage. Therefore, they were extracted on (B)(6) and again another spva and sx-200 were implanted.

Manufacturer narrative:
The polaris valve with integrated reservoir and the gravitational anti-siphon device have been analyzed. The visual and functional tests show that the spva valve is free from any occlusion. These results do not explain the reported hypodrainage. Furthermore, the two highest pressure levels have been found lower than the production valves, but it does not support either the lack of drainage. This polaris valve was implanted with siphon x (lot no: a001 and serial no: (B)(4)).